Event description:
It was reported that the drug luer was cracked and leaking, requiring replacement. This 106x12cm ekos endovascular device was selected for use in a pulmonary embolism procedure. After successful placement of the catheter, the patient was brought to the intensive care unit for treatment. At that time, a cracked and leaking drug luer was observed. It was noted that drug delivery was not possible. Therefore, the patient was returned to the catheterization laboratory, and the catheter was replaced. Successful clot/thrombus resolution was achieved. There were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, microscopic visual inspection of this ekos endovascular device showed the infusion catheter had a crack in the drug luer. The device was tested for leaking, and it was noticed that the device leaked from the drug luer, where the crack was present. The reported clinical observations were confirmed.

Event description:
It was reported that the drug luer was cracked and leaking, requiring replacement. This 106x12cm ekos endovascular device was selected for use in a pulmonary embolism procedure. After successful placement of the catheter, the patient was brought to the intensive care unit for treatment. At that time, a cracked and leaking drug luer was observed. It was noted that drug delivery was not possible. Therefore, the patient was returned to the catheterization laboratory, and the catheter was replaced. Successful clot/thrombus resolution was achieved. There were no patient complications.